Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 95% target lesion was located in a severely calcified vessel. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at below nominal within 30 seconds. The device was removed using normal method without issue and the procedure was completed with a different device. No patient complications were reported and patient was good post procedure.